Event description:
A customer reported encountering a minimum fill notification. There was no adverse impact to the customer's blood glucose level during these events. The customer resolved the minimum fill issue by cleaning the pump and successfully loading a new cartridge.